Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for valve interacts with conduction system was confirmed based on the event description provided by the clinical specialist. Available information suggests the valve interaction with the native conduction system, together with pre-existing patient conditions such as right bundle branch block (rbbb) and atrioventricular (av) block likely contributed to the event. Patient factors that have been noted are pre-existing arrhythmias/conduction disturbances (such as bradycardia during anesthesia). Patient factors that could contribute are pre-existing factors such as pre-existing conduction disturbances and patients with previous heart transplants. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b7, g3, g6, h2, and h11.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque valve in tricuspid position where on post-operative day 3, the patient developed third-degree (complete) atrioventricular (av) block. A permanent pacemaker was implanted on post-operative day 5.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information received by edwards. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.